Event description:
Same case as MDR ID: 2134265-2015-05050. It was reported that the catheter lost position during coil deployment. The target vessel was located in the gastroduodenal artery (gda). A 4mm x 8cm interlock¿ and a .021 renegade catheter were used for embolization. During the procedure, the coil was delivered to the target vessel through the renegade catheter. Intermittent hand flushing was performed. Once the coil was advanced out of the tip of the catheter, it would not unhook from its pusher wire. After several attempts, the catheter flipped out of the gda and into the hepatic artery. The coil then inadvertently deployed in the hepatic artery. The coil was successfully snared from the hepatic artery and the procedure was completed with another of the same coil. No further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).